Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined a network configuration problem where the speed duplex setting was incorrectly set to auto, causing the screen was on a black screen with the windows logo and a loading circle loop all morning. Also, the station was offline and interrupt the upgrade process. A field service engineer (fse) had power cycling the station, reverting the system, manually adjusting the speed duplex to restore network connectivity, and successfully completing the pending updates, after which the station booted normally and returned to operational status. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was scheduled for a 1.11 upgrade; however, connection via remote support service was unsuccessful. Additionally, the station failed to boot after the site reboot. However, there were no delays or adverse events or injuries reported based on this event.